Manufacturer narrative:
(B)(4) was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06s61-22, that has a similar product distributed in the us, list number 06s61-20.

Event description:
The customer observed a false positive sars-cov-2 igg ii quant results for 10 patients, who had not been vaccinated, on an alinity I analyzer. The following data for one patient was provided (<50.0 au/ml is negative, 50-200 au/ml is the customer¿s greyzone, >200.0 au/ml is positive): patient #1 (no sid) initial result was 74.3 au/ml. The sample was tested using the sars-cov-2 igg assay and the result was 0.02 index (s/c), which is negative; sars-cov-2 igm assay result was 0.06 index (s/c), which is negative. The sample was tested with the vidas igg assay and the result was 0.01 s/co, which is negative, and it was negative with the vidas igm assay. It was also negative with the elispeed igg assay. Sample ID (B)(6) initial result was 87.7 au/ml; vidas igg assay result was 0.81 s/co sample ID (B)(6) initial result was 80.2 au/ml; vidas igg assay result was 0.50 s/co sample ID (B)(6) initial result was 51.3 au/ml; vidas igg assay result was 0.00 s/co sample ID (B)(6) initial result was 127.7 au/ml; vidas igg assay result was 0.03 s/co sample ID (B)(6) initial result was 366.8 au/ml; vidas igg assay result was 0.56 s/co sample ID (B)(6) initial result was 112.0 au/ml; vidas igg assay result was 0.09 s/co; sars-cov-2 igg assay result was 0.11 index (s/c), which is negative; sars-cov-2 igm assay result was negative sample ID (B)(6) initial result was 111.5 au/ml; vidas igg assay result was 0.06 s/co; sars-cov-2 igg assay result was 0.08 index (s/c), which is negative; sars-cov-2 igm assay result was negative sample ID (B)(6) initial result was 197.0 au/ml; vidas igg assay result was 0.02 s/co; sars-cov-2 igg assay result was 0.05 index (s/c), which is negative; sars-cov-2 igm assay result was negative sample ID (B)(6) initial result was 74.0 au/ml; vidas igg assay result was 0.01 s/co; sars-cov-2 igg assay result was 0.02 index (s/c), which is negative; sars-cov-2 igm assay result was negative. There was no impact to patient management reported.

Event description:
The customer observed a false positive sars-cov-2 igg ii quant results for 10 patients, who had not been vaccinated, on an alinity I analyzer. The following data for one patient was provided (<50.0 au/ml is negative, 50-200 au/ml is the customer¿s greyzone, >200.0 au/ml is positive): patient #1 (no sid) initial result was 74.3 au/ml. The sample was tested using the sars-cov-2 igg assay and the result was 0.02 index (s/c), which is negative; sars-cov-2 igm assay result was 0.06 index (s/c), which is negative. The sample was tested with the vidas igg assay and the result was 0.01 s/co, which is negative, and it was negative with the vidas igm assay. It was also negative with the elispeed igg assay. Sample ID (B)(6) initial result was 87.7 au/ml; vidas igg assay result was 0.81 s/co, sample ID (B)(6) initial result was 80.2 au/ml; vidas igg assay result was 0.50 s/co lulisa. Nucleocapsid testing was positive, spike testing was negative. Sample ID (B)(6) initial result was 51.3 au/ml; vidas igg assay result was 0.00 s/co; reference lab testing was negative. Sample ID (B)(6) initial result was 127.7 au/ml; vidas igg assay result was 0.03 s/co; reference lab testing was negative. Sample ID (B)(6) initial result was 366.8 au/ml; vidas igg assay result was 0.56 s/co; reference lab testing was negative. Sample ID (B)(6) initial result was 112.0 au/ml; vidas igg assay result was 0.09 s/co; sars-cov-2 igg assay result was 0.11 index (s/c), which is negative; sars-cov-2 igm assay result was negative; reference lab testing was negative. Sample ID (B)(6) initial result was 111.5 au/ml; vidas igg assay result was 0.06 s/co; sars-cov-2 igg assay result was 0.08 index (s/c), which is negative; sars-cov-2 igm assay result was negative; lulisa nucleocapsid testing was negative, spike testing was positive. Sample ID (B)(6) initial result was 197.0 au/ml; vidas igg assay result was 0.02 s/co; sars-cov-2 igg assay result was 0.05 index (s/c), which is negative; sars-cov-2 igm assay result was negative; reference lab testing was negative. Sample ID (B)(6) initial result was 74.0 au/ml; vidas igg assay result was 0.01 s/co; sars-cov-2 igg assay result was 0.02 index (s/c), which is negative; sars-cov-2 igm assay result was negative. Sample ID (B)(6) initial result was 51.0 au/ml; vidas igg assay result was 0.02 s/co; reference lab testing was negative. Sample ID (B)(6) initial result was 54.5 au/ml; vidas igg assay result was 0.05 s/co; reference lab testing was negative. Sample ID (B)(6) initial result was 252.4 au/ml; vidas igg assay result was 0.94 s/co; reference lab testing was negative. Sample ID (B)(6) initial result was 51.1 au/ml; vidas igg assay result was 0.24 s/co sample ID (B)(6) initial result was 104.8 au/ml; vidas igg assay result was 0.11 s/co; reference lab testing was negative. Sample ID (B)(6) initial result was 176.1 au/ml; vidas igg assay result was 0.84 s/co; lulisa nucleocapsid testing was negative, spike testing was positive. Sample ID (B)(6) initial result was 219.6 au/ml; vidas igg assay result was 0.82 s/co; reference lab testing was negative. Sample ID (B)(6) initial result was 161.2 au/ml; vidas igg assay result was 0.02 s/co; reference lab testing was negative. Sample ID (B)(6) initial result was 128.2 au/ml; vidas igg assay result was 0.86 s/co; reference lab testing was positive. Sample ID (B)(6) initial result was 91.0 au/ml; vidas igg assay result was 0.58 s/co; lulisa nucleocapsid testing was negative, spike testing was positive. Sample ID (B)(6) initial result was 151.7 au/ml; vidas igg assay result was 0.69 s/co ; reference lab testing was negative. There was no impact to patient management reported.

Manufacturer narrative:
Additional patient information provided by the customer was added. The complaint investigation for false positive alinity sars-cov-2 igg ii quant results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Specificity testing was done using an in-house retained kit of lot 25346fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 25346fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Return testing was not performed as returns were not available. The customer obtained positive results for multiple patients who had not been vaccinated when testing was performed with alinity sars-cov-2 igg ii quant, lot number 25346fn00. All samples were negative on vidas igg. Five samples were negative on alinity igg and igm. Alinity igg/igm results were not provided for the other samples. One sample was also negative for vidas igm and elispeed igg. The customer reported that the risk of virus exposure for the patients is extremely low. The customer is imposing their own grayzone for the alinity sars-cov-2 igg ii quant assay of 50 to 200 au/ml. In this case, positive alinity sars-cov-2 igg ii quant results were obtained for patients compared to negative results obtained on the vidas igg assay. A direct comparison cannot be made between the abbott and vidas assays as both use different test principles. The abbott assays use a chemiluminescent microparticle immunoassay (cmia) whereas the vidas assays use an enzyme immunoassay method with a final fluorescence detection (elfa). Per product labeling, heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference, and anomalous values may be observed. Rheumatoid factor (rf) in human serum can also react with reagent immunoglobulins, interfering with in vitro immunoassays. In addition, specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits such as sars-cov-2 igg ii quant that employ mouse monoclonal antibodies. To assess the specificity performance of the assay, a negative percent agreement (npa) study was performed using frozen serum and plasma specimens from 2008 unique study subjects tested using the sars-cov-2 igg ii quant assay. All specimens were collected prior to september 2019 (pre-covid-19 outbreak) and were therefore assumed to be negative. The npa and the 95% ci were calculated. The npa is 99.60% (95% ci 99.22, 99.80). In this case, positive results for 10 patients were obtained out of approximately 1300 patients tested. Therefore, the customer results are within the lower 95% ci for npa for the assay. Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Based on the investigation, alinity sars-cov-2 igg ii quant reagent, lot number 25346fn00, is performing as intended, no systemic issue or deficiency of the reagent was identified.this follow up is being submitted to include information previously submitted.